Event description:
Name of procedure: ni. Event description: clips didn't load three times. Intervention: ni. Patient status: no patient illness or injury was reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.